Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the remaining insulin reading was incorrect. The patient reportedly began with 40 units and delivered a 5 unit bolus. The pump reportedly read 28 units remaining following the bolus delivery. The patient then primed 3 units and the pump read 21 units rather than 25. This report is being made based on the indication that the remaining insulin was not reading correctly.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and alarm history show only typical usage. The pump powered on normally during testing and passed the ez prime steps correctly. The force sensor calibration reading was found to be within specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The insulin on board readings was correctly displayed. The pump was opened up and inspected, no evidence of moisture ingress was found. The circuit board and force sensor were inspected for intermittent condition, and none was found.